Event description:
The complainant reported that there was a potential pump stop issue. The pump was returned for investigation along with the automated impella controller (aic) for an issue concerning "verification failed, exchange the console" where the aic was unable to be switched on again.

Manufacturer narrative:
Md reported about an aic failure "verification failed". No pump was returned. No data logs returned. The cause of the issue was not determined as no product or logs were returned for analysis. For an investigation into the console please refer to (B)(4).